Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. On the same day as the onset, the patient was hospitalized. Beginning the day of onset, the patient was treated with vancomycin intraperitoneally (frequency, dosage, and duration not reported) and ceftazidime intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. Antibiotic therapy with vancomycin and ceftazidime was completed on an unknown date. After six days of hospitalization, the patient was discharged. Twenty-one days after being discharged from the hospital, the patient was readmitted for the same event of peritonitis. Beginning on the day of hospital readmission, the patient was treated with cefazolin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Cefazolin therapy was discontinued on an unreported date in the same month as the hospital readmission occurred. After eight days of hospitalization following the readmission, the patient was discharged. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.